Event description:
A healthcare professional reported that the upper anchors of the silent nite 2 pk came off due to patients' pressure. A remake of device will be made with more advancement and swap for a silent nite with hinge. The patient first started using the appliance on (B)(6)2024. On (B)(6)2024 (no exact date provided) the patient reported that the upper blue attachments (anchors) broke away from the clear portion (tray) and stopped using the appliance, no adverse consequence was reported. It was reported that prior delivering the appliance to the patient it was rinsed with cold water and that the patient maintained the appliance by brushing with toothpaste and rinsing with water.

Manufacturer narrative:
The device is expected to be returned, once received, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Product was noted to have been received and in glidewell's possession; however, the device has not been physically account analysis. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).